Event description:
It was reported that particulate matter was found in the inner pouch of a vascular probe. This was identified during receiving inspection by the reporting facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Particulate matter was found within the inner pouch. Microscopic inspection revealed that the particle was colorless, approximately 3.5 mm in length, and had physical properties consistent with a room temperature vulcanization silicone adhesive. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.